Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an autolog wash kit, a suction and anticoagulant assembly and an el reservoir, it was reported that a leakage was found in the wash kit from the centrifugal bowl during priming. All of the one-source pack was replaced because of the leak. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the bottom of the oxygenator was leaking. There was no damage noted in the instrument or the disposable and no visual, audible, or performance abnormalities. No error warning message appeared. The customer acknowledged the issue during priming. Only the wash kit was damaged but the customer had to change the whole one source pack. Medtronic received additional information that the fusion oxygenator and the wash kit were the only devices that leaked.